Event description:
It was reported that a female patient who had 700cc mentor memorygel breast implants placed experienced bilateral rupture post procedure. The ruptures were confirmed through mammography. As a result, an explant is planned for (B)(6) 2022. See 1645337-2022-02597 for contralateral prosthesis report.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Future explant date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on march 14, 2022. The patient was 64-years-old at the time of the event. The patient is caucasian. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on april 5, 2022. Replacement with mentor gel was performed with explant. The mentor failure analysis lab received the device for evaluation on april 7, 2022. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on may 2, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two (2) parts. Additionally, an area of shell abrasion was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).